Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. The customer's drill was not returned for evaluation; however, a functional check with a mating drill confirmed it would not lock. The retract and turn sleeve is also hard to maneuver. A complaint database search found similar reports that were attributed to misuse (improper cleaning process) and heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was difficult to retract and turn the sleeve which resulted in the drill bit not locking into the drill shaft properly. As the drill was tugged on to check it was firmly in place in the locked position. It was able to be pulled out.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.